Event description:
Patient presented with 8mm iliacs with lots of calcium and a previous dacron graft that was deteriorating. The dotter technique was used, however, the physician could not advance the bifurcated delivery system through the iliacs. Consequently, the iliac was dissected. The device was removed and an 8mm viabond was used to repair the dissection. A second bifurcated device was opened and introduced, however, still would not advance past the iliacs. While removing the device, the delivery system pulled the viabond out. A femoro-femoral bypass was done. A third bifurcated device was opened, however, the physician decided not to use it. A proximal cuff was implanted and was able to cover the deteriorating portions of the original dacron graft. The patient is doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The actual devices involved in the event were evaluated and confirmed the report. The patient's small vessels and operational context contributed to the event.